Manufacturer narrative:
The customer¿s report that the male luer broke off into the needle-free connector was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the set's male luer tip was broken off and lodged inside the extension set¿s microclave female luer inlet port. Closer inspection under a lab microscope observed that the break sites¿ surfaces showed signs of stress marks and had jagged and uneven edges. No other anomalies were observed. Functional testing could not be performed due to the breakage. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
It was reported that the patient's peripheral IV and extension set were initiated by paramedics in the field. The patient arrived to the hospital and IV fluids were administered and infusing when the patient hurriedly attempted to go to the bathroom. The nurse rushed to disconnect the tubing set from the patient when the male luer broke off into the needle-free connector. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the patient's peripheral IV and extension set were initiated by the paramedics in the field. The patient arrived to the hospital and IV fluids were administered and infusing when the patient hurriedly attempted to go to the bathroom. The nurse rushed to disconnect the tubing set from the patient when the male luer broke off into the needle-free connector. There were no adverse effects caused to the adult patient from the event.

Event description:
It was reported that the patient's peripheral IV and extension set were initiated by the paramedics in the field. The patient arrived to the hospital and IV fluids were administered and infusing when the patient hurriedly attempted to go to the bathroom. The nurse rushed to disconnect the tubing set from the patient when the male luer broke off into the needle-free connector. There were no adverse effects caused to the adult patient from the event.